Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The unit was rebooted and issue resolved. No cause available, no repair completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The unit was rebooted and issue resolved. No cause available, no repair completed.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient involvement.